Event description:
The field service technician reported colleague pump with a damaged pump head mechanism keypad. It is unknown when this event occurred. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval, or if any additional info becomes available.